Manufacturer narrative:
The device has not yet been received for eval. Should new relevant info be received, a supplemental form will be completed.

Event description:
It was reported that the wake button has stopped working. Customer's blood glucose levels was 205 mg/dl.